Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
I twas reported via phone call that the customer was hospitalized for a blood glucose value exceeding 1,800 mg/dl. The customer experienced vomiting. They were on a vent for 10 days in the hospital. The customer also had pneumonia. They slept for days. They were treated via manual insulin injection. The insulin pump's drive support cap appeared normal. Further troubleshooting relating to site issues and the insulin pump's settings was declined. A high pressure test was declined as well. The customer did not feel comfortable using the insulin pump. The insulin pump will be returned and replaced.